Event description:
In a literature report, a surgeon reports having a patient with near and distance visual acuity worse than expected with no improvement in refraction following intraocular lens (iol) implant surgery. After 45 days, the lens was exchanged for a different model. The final corrected visual acuity improved.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Rocha rde c, oechsler ra, garcia de carvalho r, moreira h. (2007). Influence of corneal astigmatism in final visual acuity after implantation of acrysof restor: case report. Arq bras oftalmol. 2007 nov-dec;70(6):1040-2. This report was mailed to FDA on:11/06/2008.